Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 3 months after the dental implant was installed in patient's maxile it was verified its non-osseointegration. Immediate load was performed. The patient presented bone type iii.